Manufacturer narrative:
Additional event details were provided on (B)(6) 2017 that suggest a failure to prime occurred, not a self-activation. It was reported that the cocking slide was unable to click and lock into position into the fully primed state, and the device released immediately after the user removed their fingers from the slide. There was no reported patient contact. After receipt of this information, this event was reassessed and determined to be not MDR reportable. However, an initial MDR has already been submitted; therefore, the purpose of this supplemental report is to document the change in reportability classification.

Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. The device has been returned to the manufacturer for evaluation. As the serial number for the device was provided, a review of the device history records is currently being performed. The investigation of the reported event is currently underway.

Event description:
It was reported that during a biopsy, the device allegedly self-activated after the first priming. It was further reported that the procedure was performed with another device. There was no patient contact.